Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined further troubleshooting. No additional information was provided.